Manufacturer narrative:
Visual inspection was performed on the returned device. The reported mechanical jam with the thumb advancer was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed evidence of damage to the flex-guide (carving), sheath and garage leaves indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and contributed to the reported ¿when advancing the thumb advancer (step 2), it was only able to advance halfway¿. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a starclose device after an interventional procedure with a 6f sheath. Reportedly, when advancing the thumb advancer (step 2), it was only able to advance half way. Therefore, the starclose was removed and manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.